Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's hip was revised due to peri prosthetic fracture. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including operative reports, progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture suffered in a fall. The stem and head were revised to a restoration modular stem construct, a new femoral head, and cables. Rep confirmed that there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.